Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted that shock impedances on this lead are greater than 150 ohms since (B)(6) 2016. During a follow up on (B)(6) 2017, shock impedances were greater than 150 ohms. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.